Manufacturer narrative:
The customer reported event of 'autopulse platform system (sn (B)(4)) displayed user advisory ua17 (max motor on time exceeded during active operation) error message' was confirmed per archive data, but it could not be replicated during functional testing. The root cause was due to drive train motor damage, which was probable caused by wear and tear. The autopulse platform is a reusable device and was manufactured in 2013; is 6 years old, it passed the expected service life of five years. Therefore, this type of damage found during the evaluation is characteristic of normal wear and tear for the life of the device. Unrelated to the customer reported event, during visual inspection, the autopulse platform exhibited battery lock and bottom enclosure damage, probable cause due to the autopulse platform age. These parts would be replaced to correct this issue. Functional testing could not be performed due to ua139 (unable to hold compression position (system error)) displayed upon powering on the autopulse platform system, unrelated to the reported complaint. The drivetrain was replaced to remedy this issue. Per review of the archive data, user advisory (ua) 17 error messages was noted multiple times on the reported event date of (B)(6) 2019, confirming the customer's complaint. In addition, the archive data review showed occurrence of ua18 (max take-up revolution exceeded) , ua12 (lifeband not present) and ua02 (compression tracking error). User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory 02 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Ua18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. Ua12 error message alerts when the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. Historical complaints were reviewed for service information related to the reported complaint and there were no previous complaints reported for autopulse platform with sn (B)(4).

Event description:
It was reported that during patient use, the autopulse platform system (sn (B)(4)) displayed user advisory ua17 (max motor on time exceeded during active operation) error message. The customer restarted the autopulse platform, but the failure persisted. User reverted to manual CPR. No patient information nor adverse effects were reported. Back at the station, user was not able to reproduce the failure after installing a new lifeband. When the autopulse platform was power up and restarted it, it was displaying ua18 (max take-up revolution exceeded) which is normal as there is no patient on the autopulse platform. Unknown if the lifeband was twisted or available for evaluation. The customer would like to send it in for evaluation just to make sure it is working as intended. No consequences or impact to patient were reported.